Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the anvil tab was bent. (The single use loading unit) sulu displayed a full complement of staples and the interlock was set with no knife damage. The sulu was loaded into the returned device for functional testing. The sulu could be loaded and unloaded repeatedly without issues. Further functional testing could not be performed due to the position of the anvil. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be caused by mishandling of the instrument during the closing process. The (instructions for use) IFU states when using the instrument more than once during the same procedure, be sure that the anvil is clear of tissue, blood and staples following each application. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the surgeon was able to fully squeeze the handle however, the stapler did not fire. There was no patient injury.